Event description:
Additional information received reported the neurostimulator was replaced on (B)(6) 2016. No hospitalizations were related to the event. It was noted the outcome was resolved without sequela.

Event description:
Information received via a healthcare professional (hcp) reported a power on reset (por) code with the error code 0x0008 low voltage on (B)(6) 2016. It was indicated the patient was to check his system daily but he had not done so for a while. The patient's stimulation was on cycling with 3 minutes on/5 minutes off. The patient would turn stimulation off and then on again to get extra stimulation if the patient had a seizure event. No symptoms were reported. It was noted the impedance on the left showed 500-1800 ohms and impedance on the right showed 400-1600 ohms.

Event description:
Information received via a healthcare professional (hcp) reported a power on reset (por) code with the error code 0x0008 low voltage on (B)(6) 2016. It was indicated the patient was to check his system daily but he had not done so for a while. The patient's stimulation was on cycling with 3 minutes on/5 minutes off. The patient would turn stimulation off and then on again to get extra stimulation if the patient had a seizure event. No symptoms were reported. It was noted the impedance on the left showed 500-1800 ohms and impedance on the right showed 400-1600 ohms. It was noted elective replacement indicator (eri) was seen on the clinical programmer. The caller tried to turn stimulation on (2 times), but the clinician programmer would not allow her to and it was throwing her out of the programming session. The implantable neurostimulator (ins) was checked and it showed 2.220 v (close to end of service voltage). There were no unrelated medical procedures related to the event and there was no reported allegation/dissatisfaction regarding the longevity of the ins. Additional information received reported the battery depletion was considered normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.